Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "maybe having symptoms associated with recall" and bilateral implant exchange due to concern with the product. Healthcare professional later reported deflation and "soreness". Device remains implanted. This record is for the right side.